Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check the power with test bench: minimum 110 to 160 watt, check for excessive noise, check for untrue running, check triggers for forward / reverse mode, check function of soft mode switch (safety system) and check for air leak. It was noted in the service order that the motor on the device was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: the device availability was inadvertently documented as 2/18/2018 in the initial report. The date returned to manufacturer was corrected to 2/14/2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly.